Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 6f-12f mynx control venous vascular closure device (vcd) split in half when entering into 11f non-cordis femoral vein sheath. It is believed to have gotten caught in the 11f non-cordis sheath's valve when advancing and split down the middle. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device looked fine prior to use. Excessive force was not used to insert the device into the 11f non-cordis sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a 6f-12f mynx control venous vascular closure device (vcd) split in half when entering into 11f non-cordis femoral vein sheath. It is believed to have gotten caught in the 11f non-cordis sheath's valve when advancing and split down the middle. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device looked fine prior to use. Excessive force was not used to insert the device into the 11f non-cordis sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. A visual inspection was performed on one non-sterile mynx control venous closure device returned for investigation. The device showed button 1 in the not depressed position and button 2 also not depressed. The stopcock was in the open position, and a cordis mynx syringe was found attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device since there were no damages/anomalies observed. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages or anomalies noted. However, procedural/handling factors possibly contributed to the difficulties experienced when attempting to insert the device into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a 6f-12f mynx control venous vascular closure device (vcd) split in half when entering into an 11f non-cordis femoral vein sheath. It is believed to have gotten caught in the 11f non-cordis sheath's valve when advancing and split down the middle. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device looked fine prior to use. Excessive force was not used to insert the device into the 11f non-cordis sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " atraumatic tip frayed/split/torn" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure and handling contributed to the reported event. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.